Manufacturer narrative:
The system was serviced in the field. In summary, the system performed as intended and passed all applicable testing. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that were multiple levels of inaccurate screw placements after imaging. The t12 left screw was positioned laterally and l1 was okay. T12 right screw was medial and l1 was medial. All were off by 5 millimeters (mm). L5 right was only medial on the second registration by 2-3mm. Imaging was conducted using a non-medtronic imaging system and no error messages were displayed. No patient complications have been reported as a result of this event and surgical delay was less than one-hour.